Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a viscoelastic solution and associated cannula was used in conjunction with an ophthalmic operating microscope during cataract surgery when the depth perception through the microscope allowed the viscoelastic cannula to puncture the anterior capsule.

Manufacturer narrative:
With the lack of additional information from the customer, the reported issue cannot be conclusively, determined at this time. Servicing was not requested, by the customer in relation to this complaint. The microscope was installed at the customer site. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).